Manufacturer narrative:
Evaluation results - unable to verify customer complaint of bur tips breaking as the five side cutting burs were not returned for evaluation. This facility has registered one other complaint for this device. See MDR #1017294-2005-00153. There have been no other customer complaints. The lot# s are different on these five side cutting burs than the previous report. It was reported that this is a new account and the surgeon has not used this device before. Suspect user technique is the cause of this type of failure. A inservice will be offered by the service representative on the use and care of this product.

Event description:
It was reported that during a mandibular osteotomy that the tip of five side cutting burs broke off and were easily retrieved. No injury and a short delay of less than five minutes to open another bur.